Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "pump infused too slow." According to customer: "at midnight the infusion was started by nurse (1000 ml). Next day at noon 12:15 pm the infusion should have ended. They noticed that there was still 800 ml left in the pump. Infusion speed was 87.92 ml/h in the calculator."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing are intact and not damaged. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The history files were read and analyzed. A space line was inserted on the 13th may 2021 at 01:05 am. The infusion started with a rate of 87,92ml/h. Between 01:05 am and 12:16 pm two pressure alarms and two air rate alarms occurred. The actual infused volume was 987,16ml. No malfunctions, errors or anomalies could be found in the history files. The downstream sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,30%. To investigate the inside of the device, only the upper housing was removed. No damages or liquid residues could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.